Event description:
As reported, approximately 5 years post op initial right tka, this 73 y/o female patient was revised due to a loose femur and recalled poly. Patient had complained of pain. Due to recall surgeon is using competitor for revision. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. X-ray & photo attached. Product not returning. Due to recall hospital will not release.

Manufacturer narrative:
D10: 02-020-11-0340 - truliant ps cem fem ps cem right sz 4; 02-022-35-4010 - truliant tib imp ps insert sz 4 10mm; 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01964, 1038671-2024-04741. The revision reported was likely the result of femoral loosening. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.